Event description:
Complainant alleged that during a shift check the autopulse resuscitation system, displayed a user advisory ua12 (lifeband not present) message which could not be cleared after switching out multiple lifebands. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Autopulse platform s/n (B)(4) was returned for evaluation. A review of the archive confirmed a user advisory 12 (lifeband not present) occurred on the reported event date. The reported complaint of the platform showing ua 12 was confirmed through the archive review, however could not be reproduced during evaluation. The platform underwent and passed all final functional testing.